Event description:
It was reported that the patient's right atrial (ra) lead and atrial channel of the pacemaker exhibited noise over-sensing which resulted in pacing inhibition, inappropriate mode switches and multiple noise reversion episodes. No intervention or changes were reported. No patient consequences were reported.

Manufacturer narrative:
Further information was requested but not received.